Event description:
It was reported that the patient heard their device alerting. The patient presented to the hospital and it was noted that the right ventricular (rv) lead exhibited high/undefined pacing impedance. A lead fracture was suspected. The lead was programmed off and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.